Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the freestyle libre 2 sensor. Customer reported that "due to excessive fluctuations in the scan results at night, a low glucose level arose" and she experienced a loss of consciousness. Customer further reported she was airlifted to a hospital where she was admitted into intensive care and diagnosed with hypoglycemia. No details pertaining to treatment were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. This issue is therefore not confirmed.

Event description:
An erratic readings issue was reported with the freestyle libre 2 sensor. Customer reported that "due to excessive fluctuations in the scan results at night, a low glucose level arose" and she experienced a loss of consciousness. Customer further reported she was airlifted to a hospital where she was admitted into intensive care and diagnosed with hypoglycemia. No details pertaining to treatment were provided. There was no report of death or permanent injury associated with this event.